Event description:
Pt presented with llq abdominal pain - possible small ileus and stones in the kidneys. Started using heating pad on (B)(6) 2016 (not covered with a pillow case, directly on the skin). Pt stated she slept on the heating pad and the nurse woke her up on (B)(6) 2016 at 5:30am and she was still laying on the heat pad. States she tried to go to sleep 20 minutes later and at that time noted pain to her bottom and saw that her skin had blistered. Provider noted partial thickness burns to her right lower/inner buttock region.